Event description:
It was reported to resmed that a system fault was observed on an astral device. The customer reported the device was in use and on a patient when the fault occurred. There was no patient injury reported for this incident. Ref MFR 3004604967-2014-00049.